Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that severe impedances were noted on the lead. The patient underwent a revision procedure wherein the lead was replaced. During the revision, it was noted that the lead was already damaged when it was removed and it looked like the lead had been crushed. The patient is reportedly doing well.